Event description:
No additional information provided.

Manufacturer narrative:
The sku 303517 was registered with three ean codes, one for each packaging level and product traceability, as follows: ¿ paper ean: (B)(4) - corresponds to (B)(4) needle unit. ¿ carton ean: (B)(4) -corresponds to (B)(4) needle units. ¿ transport box ean: (B)(4) -corresponds to (B)(4) needle units. The standard adopted so far for products manufactured at bd curitiba and marketed in brazil and some latam countries is to use the ean code of the unit level (paper) as the main reference. In the batch reported by the customer, it was found that the transport box barcode was printed on the carton level, which is not in accordance with bd curitiba¿s historical standard. It is important to note that this misalignment does not prevent the use of the product but creates inconsistency compared to what the customer was accustomed to receiving. The analysis indicated that when registering a new label/table for a new sku, the person responsible used the table of the reported sku as a base. This accidental change was not detected during the inspection of the new label, resulting in incorrect printing. The printing has now been updated to reflect the ean code (B)(4), according to the standard previously used by bd. Until the mexico project (B)(4) is completed and the printing levels are implemented, we will maintain the current standard to ensure consistency.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle precisionglide 18x1-1/2in label content was incorrect. The following information was provided by the initial reporter: it was reported that the buyer contacted us on (B)(6) 2025 because the eans of the 40x12 needles are diverging on both the shelfpack and the master carton. Some cartons have the correct ean and others have codes that differ from the usual codes for each level of packaging.